Manufacturer narrative:
On 10/6/2020, it was noticed that the incorrect manufacturer's reference number was reported in section h10 of the 3500a initial medwatch report. The correct manufacturer's ref # is (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 10/16/2020, it was noticed that incorrect information was reported in the 3500a initial medwatch indicating product evaluation was in progress, however, information was available indicating the complaint device was discarded. With this information being available at the time the 3500a initial MDR was submitted, it has been concluded the following information was inadvertently omitted from the 3500a initial medwatch report: device investigation details: the device investigation has been completed by assessment of a photo of the complaint device provided by the customer. According to picture, blood can be observed inside the hub, due this condition it could not be observed if the hemostatic valve is detached from its place. No blood was observed outside the hub and no dilator or catheter were observed inside of the vizigo sheath. A device history record was performed, and no internal actions related to the reported complaint condition were identified. Customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. Since the device has been reported as discarded, no product investigation can be performed, and the customer complaint cannot be confirmed. H6. Method, result and conclusion codes have also been updated accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
A device history record was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. Initial reporter phone (B)(6). Initial reporter fax: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, where a hemostatic valve leakage occurred. After conclusion of case, c sheath was retrieved from the atrium and fixed onto patients leg, in order to be totally removed when patient in the recovery room. During this stage, and while the sheath was still partially inside the patient vascular system, backflow of blood was observed through the hemostatic valve of the sheath. Improvised covering of the valve with a 3-way stop cock cap was performed to avoid further bleeding until sheath was totally removed from patient body. There were no patient consequence. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub become detached from the sheath. No air enter the patient¿s body. No percutaneous or surgical removal. Hemodynamics was compromised due to bleeding. Approximately 5ml of blood was lost. No medical intervention was required to stop the bleeding.